Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was at customer's site and verified error from error log. Fse removed sample loader and aligned the x1 step feed sensor. Fse adjusted x1 belt tension and end of run sensor position. Fse verified and lubricated all other components in the sample loader, also verified all sample nozzle and cup transfer alignments. Customer successfully completed quality control run without error. No further action was required. The aia-900 instrument is performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 - flags and error messages, states the following: the 2300 s. Loader step feed failure is generated when the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most likely cause of the reported event was due to mis-alignment of the x1 step feed sensor.

Event description:
A customer reported getting 2300 s. Loader step feed failure error message on the aia-900 instrument. Technical support specialist (tss) had customer perform an all set home and run another rack, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.